Event description:
In 2009, a doctor reported to sybron implant solutions corp. That an abutment had fractured.

Manufacturer narrative:
The doctor reported that the patient is doing fine and that the fractured abutment will be replaced. No evaluation was performed: the product was not returned to sybron implant solutions corp. For evaluation.